Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal rca. Approximately 4.5 months post index procedure, the patient was rehospitalized due to a gi bleed. Patient was treated by suspending asa. The investigator has indicated that the event was unrelated to the study event.

Event description:
During the index procedure the endeavor sprint study stent was implanted in the lad and not the rca as previously reported. The previously reported gi bleed approximately 4.5 months post index procedure was treated with a transfusion.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (hemorrhage).